Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient had not used their stimulator for three years, but wanted reprogramming done just in case they needed it. There were no signs or symptoms reported leading to the patient¿s follow-up appointment with the rep. However, at the follow-up appointment ((B)(6) 2017), impedances were checked and high impedances were discovered on contacts 8 to 15 with all electrodes. The patient mentioned that a possible factor that may have led or contributed to the issue was a fall they had off of a ladder about two years ago. However, it was reported that the patient did not realize they had any problems since they were not using the stimulation at that time. The rep informed the patient of the high impedances and referred them to discuss options with their physician. The patient stated that they were contact that their physician who implanted them. The issue was not resolved at the time of the report. It was noted that the rep submitting high impedances on both of the patient¿s leads, due to the fact that they were unsure which lead was the 8 to 15 lead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1. Correction to supplemental report 006. H1 selection should be serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a report that the spinal cord stimulation was removed in 2018; however, after consultation with the health care professional, the date of the surgery is not known. The patient's record says battery replacement and does not provide relief. However, the date is not in the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the results of the x-ray were inconclusive as they were not of the correct area that the doctor ordered. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) regarding patient with an implantable neuro stimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that patient fell on (B)(6) 2018 and patient said her back pain has returned. Patient told rep she needs a new battery. Rep checked ins and it was off, so rep turned the ins on and checked impedances. On lead 8-15 all contacts were greater than 10k. Rep reprogrammed but was unable to get full coverage with only one lead. Health care professional (hcp) is going to schedule x-ray for patient. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.